Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
The customer reported that while using bd bbl¿ gram iodine (stabilized) they noticed large cocci like artifact and clumping in the stain. The artifact and clumping obscured the reading of a synovial gram stain which lead to erroneous results being reported by the technician. The technician reported the erroneous gram stain result to the clinician and the patient underwent an unnecessary surgical procedure.

Manufacturer narrative:
H.6. Investigation summary no returns received. A retention sample from the complaint batch was evaluated along with a control batch. The solution appearance was satisfactory and comparable to the control; both were a dark brown solution. Staining was completed per instructions in the product insert. Slides of e. Coli atcc 25922 and s. Aureus atcc 25923 controls were evaluated and had satisfactory staining results with the retention and control batches. No excessive artifact was seen. The retention sample was comparable to the control. The batch history record was reviewed and no discrepancies were found. All release testing was satisfactory. Complaint trends were reviewed for a period covering 12 months. During that time there have been no other complaints on this batch. H3 other text : see section h.10.

Event description:
The customer reported that while using bd bbl¿ gram iodine (stabilized) they noticed large cocci like artifact and clumping in the stain. The artifact and clumping obscured the reading of a synovial gram stain which lead to erroneous results being reported by the technician. The technician reported the erroneous gram stain result to the clinician and the patient underwent an unnecessary surgical procedure.